Event description:
The user facility reported that several months after a therapeutic endoscopic retrograde cholangiopancreatography was performed, review of a cat (computed axial tomography) scan showed a detached flap from the proximal end of the subject device to be located at the patient's common hepatic duct. The physician reported that the patient was not harmed and is reportedly doing well. The physician reported that the stent and flap will be removed only if clinically indicated.

Manufacturer narrative:
The device referenced in this report will not be returned to olympus for investigation. The cause of the user's experience cannot be conclusively determined at this time. This report is being filed as an MDR in an abundance of caution.